Manufacturer narrative:
Block d2b: additional pro codes in block d2b nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7099667, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450. Model: db-2202-45, serial: (B)(6), batch: 7099242, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced several accidental non-device related falls and noted a high impedance on both leads levels three and four via functional testing. The patient underwent a procedure wherein testing confirmed the lead extension was the device with high impedances as a result was replaced with another of the same model. It was noted that the right brain lead had a crimp at the tail end where it connects with the extension, however it is unknown which serial number lead had the crimp therefore are reporting on both leads. Additional testing revealed a high impedance in contact l1, attempts to clear the high impedance was performed however were unsuccessful as a result the physician opted to complete the procedure. The leads and lead extension remain implanted, and the system was successfully programmed around the high impedance contact. The patient did well post-operatively and is receiving adequate therapy.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced several accidental non device related falls and noted a high impedance on both leads levels three and four via functional testing. The patient underwent a procedure wherein testing confirmed the lead extension was the device with high impedances as a result was replaced with another of the same model. It was noted that the right brain lead had a crimp at the tail end where it connects with the extension, however it is unknown which serial number lead had the crimp therefore are reporting on both leads. Additional testing revealed a high impedance in contact l1, attempts to clear the high impedance was performed however were unsuccessful as a result the physician opted to complete the procedure. The leads and lead extension remain implanted, and the system was successfully programmed around the high impedance contact. The patient did well post-operatively and is receiving adequate therapy.

Manufacturer narrative:
The returned explanted dbs lead extension was analyzed, visual inspection revealed that was cleanly cut into two pieces away from proximal end. X-ray inspection revealed four of the cables were fractured after the weld in the distal connector stack however remained contained inside connector, this type of damage occurs when excessive tensile force is exerted onto the lead extension body and connector sections. A labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states failure or malfunction of any of the device components or the battery, including but not limited to the lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires surgical intervention, including motor problems and falls or injuries resulting from these problems are known risks with the use of dbs. With all the available information, boston scientific concludes that the probable cause is traced to component failure.